Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker was unable to be interrogated. The pacemaker was explanted and replaced. Patient status was not known.

Manufacturer narrative:
Further information was requested but not received.